Event description:
The customer reported her blood glucose reached 330 mg/dl less than 24 hours after the pod was activated. Upon deactivation she noticed the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.